Event description:
A patient was implanted with a matrix construct at l4-l5 on an unknown date. Post operatively the patient presented with pain and the patient was returned to the or on (B)(6) 2012 for revision and removal of matrix hardware. This report is #5 of 10 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.